Event description:
A bbraun 3 ways stopcock with extension set was connected to a smartsite. The customer reported that during the infusion of a contrast medium in radiology at a rate of 3ml/sec the smartsite occluded and caused the bbraun product to break. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. (B)(4). The 510k number provided is for the domestic similar product. Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.